Manufacturer narrative:
The device was received for evaluation. During evaluation, the customer reported issue of "false downstream occlusions" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was verified. The cause of the condition was determined to be the force sensor scale factor calibration out of range. The force sensor no tube and force sensor scale factor require calibration to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had false downstream occlusions.this occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h6: type of investigation. Additional information h11: a review of the event history log showed downstream occlusion alarms however a specific event date was not provided. Should additional relevant information become available, a supplemental report will be submitted.